Event description:
Reported "patient is in house [hospitalized] for some time now while she awaits lung transplant. She has continued to be on her own cadd legacy during this time. Unfortunately she experienced what I can only describe as a pump malfunction this past sunday where her line became clamped downstream for reasons unclear to me but the pump did not alarm high pressure/downstream occlusion. She was without medication for a period of time not precisely known and suffered an adverse reaction. We've tested our own device under similar conditions to make sure we're not misunderstanding and the hospital pump responds appropriately". Hospital admission date & current length of stay are unknown. Adverse event details/dates were not provided. Pump serial number is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes was any medical intervention provided? Unknown. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Unknown-trying to reach patient to replace. Did the patient have a backup device/product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: health professional.